Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Set screw had edge wear suggesting partial rod contact. Full face contact on the set screws leaves a "windshield wiper" type pattern. Wear patterns on the iliac offsets indicated rod rub abrasion suggesting a loose set screw condition. Because clutch-style torque handles are speed dependent (i.e., as rotational speed increases, output torque decreases), it is possible that the surgeon's torqueing technique contributed to this incident if the handle was turned too fast. It is also possible that the rods were not fully reduced in the heads of the pedicle screws, and the set screws reached the torque limit prior to seating the rod fully in the screw heads, predisposing the pedicle screws to axial slip and early set screw back outs. (Related to 3004774118-2017-00070, 3004774118-2017-00084, 3004774118-2017-00086, 3004774118-2017-00087).

Event description:
On 05.24.2017 it was reported to k2m, inc. That a revision surgery took place in which backed-out set screws and a broken rod were removed. Revision surgery took place (B)(6) 2017.